Event description:
It was reported that they were having an error and would not reset during a bowel surgery. Customer had tried five different devices. Procedure was completed using ligasure. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached not returned and with the top of the I-blade fractured and slightly lifted. In addition, the cable was cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. Because the jaw was detached and I-blade damaged not all mechanical testing could be performed. A probable cause of the damage to the jaw and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.